Event description:
Reportedly, the instrument did not fire properly, the staples did not form correctly, upon removal of the instrument the spring came off the anvil and was lying lose in the head of instrument. The first report indicated that there was no injury. Additional information indicated that a colostomy was performed on this patient due to the reported failure.